Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that in stent restenosis and inadequate apposition of a stent occurred. In (B)(6) 2019, a double kissing (dk) crush percutaneous intervention (pci) was performed on the left main circumflex (lm cx) and left anterior descending artery (lad). A 3.50 x 28mm synergy megatron stent was advanced to the target lesion and deployed. The procedure was completed and no patient complications were reported in relation to the event. Six months after the procedure, a control angiography was performed and revealed in stent restenosis. While doing intravascular ultrasound (ivus), it was noticed that the struts were not well apposed to the vessel wall. A balloon device was advanced and all of the drug eluting stents (des) parts within the angiography were reballooned. The procedure was completed with a good result in the end. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.